Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the event occurred when external force was applied and or during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) the user manual states: warnings and cautions : do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found scope connector to be loose on the back cover. The control knob was observed with low tensions. Thirty (30) plus broken elements were observed on the um (ultrasound image). Cut on the probe pink unit was noted and the small c-body (control body) cover was found to be missing. Based on evaluation findings, the reported issue was confirmed as the device control knob was found with low tensions, the scope connections were found loose. Probable cause of the reported failures could be attributed to use or handling maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
User facility reported the device angulation works but the control knob feels too loose or light. The issue found during preparation for use. There was no patient involvement, no user injury reported.